Manufacturer narrative:
Concomitant medical products, device evaluated by MFR: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed low speed events; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted system controller log file captured drops in speed below the low speed limit on (B)(6)2019 at 02:56 pm, 02:59 pm, and 03:07 pm. All of the low speed operation alarms occurred while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6)2019 and the replaced portion was returned in a segment measuring approximately 18¿. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. There was no damage to the silicone jacket or the bionate layer of the driveline. Breakdown of the metal braided shielding was observed at the terminus of the bend relief, 2.5¿ to 3¿ from the connector, and 8¿ from the connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Patient came to clinic with some low flow alarms which were thought to be the white cable off the controller. In addition, patient had a distal portion on the driveline with possible loss of integrity. When rescue tape was applied, it was noted that they had speed drops as well as a high pitch sound coming from that area. Changed to back up controller. No further or additional information was provided.